Event description:
The customer reported that an alarm did not sound for a red disconnect alarm for an invasive measurement.

Manufacturer narrative:
The customer reported that an alarm did not sound for a red ***disconnect alarm for an invasive measurement. A patient disconnected the invasive catheter from the artery and the monitor. The monitor alarmed a blue inop abp disconnect, however, the customer expected a red alarm. The available information for this report, including the user report that the patient had taken the transducer set apart as well a removing the abp catheter from his arm, is fully consistent with no malfunction of the monitor or transducer set. If the patient dis-assembles the transducer before the abp pressure has been below 10 mm hg for a sufficient time to trigger a red alarm , then the monitor should give one of the several possible inop's that indicate that the transducer is no longer sufficiently attached. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)